Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. Unit had a slight movement in the lock; however, this would not have caused the unit to slip. The unit was sent to quality engineering for further investigation since an injury was reported. Further investigation by quality engineering confirms the finding of the service & repair team that there was slight movement in the lock. Additionally, several small dimples were noted on the ratchet extension; these appeared to be from the swivel adaptor and would not contribute to any slippage. To resolve the slight movement noted, the lock had worn components replaced with new parts. General maintenance and cleaning were also performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. When the clamp was properly positioned and locked, it did not move. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during an unspecified procedure, resulting in a 5-6cm laceration on the patient's head in the left parietal/occipital region. The wound was irrigated and stapled closed, and a 20-minute surgical delay was reported. Additional information has been requested.